Event description:
The customer reported that while in patient use the ventilator message window showed "vent inop" but continued to ventilate. The patient was removed from the ventilator and placed on another ventilator, no harm ot the patient.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba and the driver board for the turbine, powered in service mode and viewed event error log, found transducer events recorded in log. Performed transducer calibration per service manual and pt800 failed 0 psi calibration. Powered in operating mode with received settings, unit immediately failed with transducer faults, as well as inop fault, and motor fault. Repeating the calibration, transducer continues to fail. The reported problem was duplicated. Findings/root-cause: reported problem was duplicated and isolated to transducer pt800. The motor fault condition is the result of faulty transducer. This issue is addressed in an internal correction.

Manufacturer narrative:
Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.